Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent reported their dentist advised for their daughter, who is the patient, to stop using the aligners due to recession of her gums. If the patient does not stop, the patient will lose teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.